Event description:
It was reported that during an unknown procedure, the device was fired but when firing, the anvil was detached from the trocar. A second device was opened to complete the procedure and worked is intended. There were no adverse consequences to the patient. Received the following information on 7/30/2009: the anvil did not fall into the patient, but the clip opened postoperatively. Directly after the operation, everything seemed fine and therefore, the products were discarded. The patient received stents and is doing fine. Additional information has been requested.

Manufacturer narrative:
Information anticipated, but unavailable at this time.